Manufacturer narrative:
(B)(4). Review of several still (low resolution) angiogram images at implant revealed that an endurant stent graft system was implanted with the ipsilateral limb placed into the left iliac and the contra limb crossing over the ipsilateral limb and positioned into the right iliac artery. Contrast was seen outside the stent graft just below the level of the gate near to where the limbs crossed; the source and the type of endoleak could not be determined. After relining the ipsilateral limb contrast was again seen outside the stent graft primarily on the left side below the level of the gate. Once again the source and type of endoleak could not be determined. The final angiogram image showed no obvious endoleak. No other stent graft issues were seen from any of the images. The cause and type of endoleak seen during the implant could not be determined from the limited still images provided. The review did not reveal any characteristics that could explain the observed contrast seen outside the stent graft. This may be a type iii fabric, type iii junctional, type ii, or type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The patient's anatomy was unremarkable with the exception of a long infrarenal neck, some lumbar arteries, and a visible ima. After ballooning the stent grafts with another manufacturer's balloon a final angiogram was done; which showed an endoleak of unknown origin. After deliberation the physician decided there was a tear in the stent graft resulting in a type iii endoleak, fabric. The physician re-lined the ipsilateral limb. An endurant limb was placed within the ipsilateral limb with approximately half above and half below the presumed leak. The limb was again ballooned and angiogram revealed a leak of unknown origin as before but the physician stated the leak was better and that there seemed to be a proximal type ia endoleak. The physician again ballooned the proximal aortic neck and the final procedural angiogram was shot, again revealing an endoleak this time presumably from the aforementioned lumbar arteries and/or ima; however, the physician is unsure what the source of the leak was. The physician was pleased with the final outcome. No additional clinical sequelae were reported and the patient is fine.